Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event reported was not helping. Caller states patient needs device checked because it's not working real well. Patient had a stroke in (B)(6) 2015 and thinks this set off the machine. Event date in (B)(6) 2015 device not helping. It was later reported by the patient that she had met with the physician and was reprogrammed. She has a follow up appointment in two weeks and states the therapy has been working intermittently since being reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.